Event description:
It was reported that the insulin pump alarmed button error, the keypad was unresponsive, and there was a battery out limit. The reporter did not know the blood glucose reading. Troubleshooting was conducted. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button to corroded keypad trace. No button error alarm noted. Unable to verify battery out limit alarm due to unresponsive button. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.